Event description:
A caller reported that the pump unexpectedly displayed the reset screen, and the cgm reconnection option was grayed out. The caller clarified that the reset did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support explained that the pump's reset was a safety feature for performance maintenance and provided instructions for manual actions required after a reset. The caller understood and acknowledged the explanation.